Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted via a 6f sheath using a proglide device after an aortoiliofemoral (aif) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed (cuff miss). The physician thought that the cuff miss may have occurred as possibly one of the proglide feet may not have been inside the vessel prior to the attempt to deploy. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.